Event description:
Reported 1 false positive sofia sars result for 1 patient of unknown symptomatic status. The customer communicated that the result was confirmed negative through pcr testing.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Improper test cassette storage was noted during troubleshooting that may have contributed to the event. Root cause: cannot duplicate with retains. Source: phone.